Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing during atrial tachycardia and atrial fibrillation (af) events and noise was also present during these events. The ra lead remains in use. No patient complications have been reported as a result of this event.